Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation / perforation (uterus)/ migration of the essure / migration of essure device location of device: uterus"), genital haemorrhage ("abnormal and heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 35-year-old female patient who had essure (ess205) (batch no. 624841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". Concomitant products included medications for mood swings, anxiety, depression, migraine, headache, pain and abdominal pain, oral contraceptive nos for vaginal bleeding, menorrhagia and dysmenorrhea as well as bupropion (wellbutrin) since 2015, isotretinoin (accutane) since 2009, ranitidine from 2015 to 2016 and trazodone since 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In 2007, the patient experienced mood swings ("hormonal changes describe: mood swings"), anxiety ("anxiety"), depression ("depression") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and back pain, genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines / migraines"), abdominal pain lower ("lower abdominal pain / severe abdominal cramping"), fatigue ("fatigue / fatigue") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain lower, dysmenorrhoea, anxiety, depression and alopecia outcome was unknown and the migraine, fatigue, mood swings and headache had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation / perforation (uterus)/ migration of the essure / migration of essure device location of device: uterus"), genital haemorrhage ("abnormal and heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 35-year-old female patient who had essure (ess205) (batch no. 624841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". Concomitant products included zinc oxide (medicated) for mood swings, anxiety, depression, migraine, headache, pain and abdominal pain, norethisterone (mini-pill) for vaginal bleeding, menorrhagia and dysmenorrhea as well as bupropion (wellbutrin) since (B)(6), isotretinoin (accutane) since (B)(6), ranitidine from (B)(6) to (B)(6) and trazodone since (B)(6) . On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In (B)(6), the patient experienced mood swings ("hormonal changes describe: mood swings"), anxiety ("anxiety"), depression ("depression") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and back pain, genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines / migraines"), abdominal pain lower ("lower abdominal pain / severe abdominal cramping"), fatigue ("fatigue / fatigue") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation), surgery (ablation) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain lower, dysmenorrhoea, anxiety, depression and alopecia outcome was unknown and the migraine, fatigue, mood swings and headache had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 16-apr-2018: plaintiff fact sheet received. Events added from pfs- hormonal changes describe: mood swings, anxiety, depression, abnormal bleeding (vaginal, menorrhagia), headaches, hair loss. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / perforation (uterus)/ migration of the essure / migration of essure device location of device: uterus'), genital haemorrhage ('abnormal and heavy bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and endometritis ('acute and chronic endometritis') in a 35-year-old female patient who had essure (ess205) (batch no. 624841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included ovarian cyst, dysuria and urinary frequency. Relevant factors include hysteroscopic tubal occlusion. Concomitant products included oral contraceptive nos for vaginal bleeding, menorrhagia and dysmenorrhea as well as bupropion hydrochloride (wellbutrin) since 2015, isotretinoin (accutane) since 2009, medications, ranitidine from 2015 to 2016 and trazodone since 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In 2007, the patient experienced migraine ("migraines / migraines"), mood swings ("hormonal changes describe: mood swings"), anxiety ("anxiety"), depression ("depression"), headache ("headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and back pain, genital haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain / severe abdominal cramping") and fatigue ("fatigue / fatigue"). The patient was treated with surgery (ablation, laparoscopuic bilateral salpingectomy with removal of essure bilaterally, d&c and ablation and uterus cervix-hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, endometritis, abdominal pain lower, dysmenorrhoea, anxiety, depression and alopecia outcome was unknown and the migraine, fatigue, mood swings and headache had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight as of (B)(6) 2020: 112 lbs. Approximate weight at the time of essure placement 112 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: low back pain and abdominal pain, menorrhagia, pelvic pain, endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-nov-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / perforation (uterus)/ migration of the essure / migration of essure device location of device: uterus'), genital haemorrhage ('abnormal and heavy bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and endometritis ('acute and chronic endometritis') in a 35-year-old female patient who had essure (ess205) (batch no. 624841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included ovarian cyst, dysuria and urinary frequency. Relevant factors include hysteroscopic tubal occlusion. Concomitant products included oral contraceptive nos for vaginal bleeding, menorrhagia and dysmenorrhea as well as bupropion hydrochloride (wellbutrin) since 2015, isotretinoin (accutane) since 2009, medications, ranitidine from 2015 to 2016 and trazodone since 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In 2007, the patient experienced migraine ("migraines / migraines"), mood swings ("hormonal changes describe: mood swings"), anxiety ("anxiety"), depression ("depression"), headache ("headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and back pain, genital haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain / severe abdominal cramping") and fatigue ("fatigue / fatigue"). The patient was treated with surgery (ablation, laparoscopic bilateral salpingectomy with removal of essure bilaterally, d&c and ablation and uterus cervix-hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, endometritis, abdominal pain lower, dysmenorrhoea, anxiety, depression and alopecia outcome was unknown and the migraine, fatigue, mood swings and headache had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight as of (B)(6) 2020: 112 lbs. Approximate weight at the time of essure placement 112 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: low back pain and abdominal pain, menorrhagia, pelvic pain, endometritis. Most recent follow-up information incorporated above includes: on 18-nov-2020: mr received. Reporter information was added. Event acute and chronic endometritis was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), device dislocation ("migration of the essure") and genital haemorrhage ("abnormal and heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6), the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("lower abdominal pain / severe abdominal cramping"), back pain ("back pain"), migraine ("migraines,") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy with removal of the essure devices). Essure (ess205) was removed in (B)(6). At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, migraine and fatigue outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, migraine and uterine perforation to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.